Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of adhesive around objective lens wear was traced to a component failure. The cause of damaged acoustic lens could not be established should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope had damaged acoustic lens that reach to the glue-layer. Additionally, the adhesive around the objective lens showed signs of wear. There was no patient involvement.